Manufacturer narrative:
Other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(4) 2017 regarding a patient receiving unknown baclofen (dose and concentration unknown) via an implanted infusion pump. The indications for use included intractable spasticity and cerebral palsy. It was reported that the patient was brought to the hospital unresponsive on the date of report, and a possible baclofen overdose was noted. Per the hcp, the patient was unconscious for approximately 7 hours. It was noted that x-rays were taken and were "ok," and the patient was scheduled for exploration of the catheter and a possible pump replacement on (B)(6) 2017. The environmental, external, or patient factors that may have led or contributed to the issue were unknown, and the issue was unresolved at the time of report. The patient's status at the time of report was alive - with injury. No further complications were reported or anticipated.

Manufacturer narrative:
Updated to reflect that no surgical intervention on (B)(6) 2017: updated to reflect the information received on 2017-dec-18. Updated to include the facility name and address associated with this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep) on 2017-dec-18. It was reported that the cause of the patient's symptoms was determined. The patient went into the operating room on (B)(6) 2017, but the physician only accessed the cap, from which csf was freely drawn and dye was objected and showed intrathecal placement. No component of the patient's system was replaced or would be returned. The patient's weight was unknown and their medical history was unavailable. No further complications were reported.